Event description:
The customer reported that a patient incident occurred, and that they required assistance obtaining retrospective data.

Manufacturer narrative:
The hospital biomedical engineer requested assistance with retrieval of retrospective data from the m2360a ccm central station. The clinical support engineer provided assistance via telephone and explained how bedside data could be printed. The cse also explained to the biomedical engineer that the ccm is capable of a maximum of 24 hours of data storage. The biomedical engineer had requested assistance from the field service engineer (fse), and a service order was created for a fse site visit. The fse followed up with the biomedical engineer and was told that no site was needed. A follow-up call was placed to the biomedical engineer regarding this issue. The biomedical engineer confirmed that she had tested the bedside monitor and central station post incident, and found both to be performing to specifications. Alarms were provided as appropriate for simulated conditions/alarm events. The biomedical engineer was not able to provide information related to the patient incident, but transferred the call to the director of risk management. The director of risk management stated that the device was not considered to be a contributing factor in the incident. The director of risk management also stated that there were no permanent injuries to the patient as a result of the incident. The director of risk management was provided with contact information and was asked to call back if it was deemed necessary to have the bedside monitor and central station tested. No further calls were received related to this incident. This is not being considered a device malfunction. No further investigation or action is warranted.